Manufacturer narrative:
A correction was made to the health effect - impact and health effect - clinical codes.

Event description:
Additional information was received 7 march 2025: per customer, the strength of the MRI was 1.5 tesla, the patient was undergoing a lengthy MRI for cervical, thoracic, and lumbar spines. The scan time was 1 hour 46 minutes on/off for care as needed. The patient was laying face up in spinal precautions. The patient was a traumatic quadriplegia, and he was intubated and sedated. The patient required left shoulder excisional debridement and application of artificial skin graft. Product quality clinician spoke directly with customer to inform them that this device is not to be used in the bore of the MRI. The customer stated that she will provide education to hospital staff.

Manufacturer narrative:
One single dpt - vamp plus kit was returned for product evaluation. Both IV and pressure tubing had been cut. The customer report of coating had melted off the wire was confirmed. As received dpt cable was damaged approximately 0.7" from dpt housing. The damage appeared consistent with a burn mark. The burnt area of the cable was approximately 0.6" in length and one of the leadwires was exposed at the burn area. No other visible damage was observed from returned kit. The customer report of leakage was not confirmed. No leakage was detected from returned dpt - vamp plus system during leak test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to this complaint. As part of the manufacturing process 100% of the units go through visual inspection, continuous monitoring sampling and qa sampling inspection. The device history record review was completed and no related non-conformances were found. Based on the available information it was concluded that this defect was caused by misuse of the device. The IFU states that this device and the associated cable are not intended for use inside of the bore of the MRI system and should not be in contact with the patient. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. The device has been returned. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use of the truwave, the patient had a thermal burn injury during an MRI scan. The patient had an arterial line placed to left wrist on arrival to emergency department. The arterial line was taped to the patient's deltoid at level to monitor vitals during the MRI scan. During MRI scan it was noted that the arterial line setup was leaking just above the transducer and where the transducer cable starts. When scan was completed, the arterial line was changed out. As the leaking set was being removed and the transducer removed from under tape on the patient's deltoid it was discovered the patient had a newly acquired 2nd and 3rd degree burn. The arterial line setup was inspected and found the coating was melted off the wire, exposing the wire to the patients skin, which resulted in the burn. The burn is a full thickness thermal burn 1 cm x 2 cm. The patient was treated for the burns by demarcating tissue treated with bacitracin, care team will consider surgically debriding the burn as needed. The patient is currently in critical care for their original admission diagnosis. The device is available for return.